Manufacturer narrative:
During the previously reported revasc three in.pact admiral devices were used. The % stenosis at time of revasc was 90%. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the left sfa to popliteal. Devices were successful. Approximately 12 months post index procedure, the patient suffered stenosis of the left sfa which was treated approximately 4 months later with pta, deb and stenting. The investigator assessed the event as not related to the index devices, procedure or paclitaxel. Outcome is resolved.

Manufacturer narrative:
Cec assessed the stenosis event previously reported as related to the device but not related to the procedure or drug.